Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2017. Brand name: vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated she needs an MRI and needs assistance charging the device. Patient stated they haven't used the device since implant because it didn't work. Patient clarified the device never worked to begin with because some of the leads where patient needed it to work didn't function. Patient said they did an x ray and determined the leads were in the correct location, but they weren't functioning the way they should have so patient stopped using it. Patient mentioned they had an MRI maybe 2 years ago. Pt states the device has never worked since implant. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed overdischarge potential and advised to make an appt with the hcp to check the unit in person with a mdt rep. Pt states she's currently charging recharger to wall as its too low to use as agent requested to troubleshoot. Agent emailed reps for visibility.